Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a lamp error and the electrical lamp contact harness was burned out. The light turned blue, purple, stopped, and then a lamp error was displayed on the screen. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. Corrected field: h6 - medical device problem code (1069 - break is not applicable to this event). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of the lamp does not light was confirmed. However the lamp contact harness is burned out event, has not been confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that he lamp does not light due to a burned connector of the light-emitting diode (led). Olympus will continue to monitor field performance for this device.